Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that an air embolus and total atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer sheath was placed and then 27 mm lotus edge valve was implanted successfully. The 27 mm lotus edge valve was correctly positioned and neither repositioning nor retrieval was required. Post procedure summary: on the same day of index procedure, post transcatheter aortic valve replacement (tavr), the subject developed a neurologic event caused by air embolus. This event was diagnosed by a computed tomography (CT) scan. No action was taken to treat the event. At the time of reporting the neurologic event was considered recovered. Three (3) days post index procedure, the subject developed total av block. Hospitalization was prolonged for further evaluation. Five (5) days post index procedure, a new permanent pacemaker was implanted successfully. At the time of reporting the av block was considered not recovered.

Event description:
Respond edge study it was reported that an air embolus and total atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer sheath was placed and then 27 mm lotus edge valve was implanted successfully. The 27 mm lotus edge valve was correctly positioned and neither repositioning nor retrieval was required. Post procedure summary: on the same day of index procedure, post transcatheter aortic valve replacement (tavr), the subject developed a neurologic event caused by air embolus. This event was diagnosed by a computed tomography (CT) scan. No action was taken to treat the event. At the time of reporting the neurologic event was considered recovered. Three (3) days post index procedure, the subject developed total av block. Hospitalization was prolonged for further evaluation. Five (5) days post index procedure, a new permanent pacemaker was implanted successfully. At the time of reporting the av block was considered not recovered. It was further reported that the neurological event was treated medically. It was further reported that in (B)(6) 2019, at night the subject developed cardiac arrest with a pulseless ventricular tachycardia, following which the subject was successfully resuscitated and admitted to the iccu. Cardiology consultation suggested the need for a new pacemaker implantation in view of complete heart block. Post operatively, the subject continued on diuretics orally.

Manufacturer narrative:
Patient identifier: (B)(6). B5 describe event or problem: updated. B6 relevant tests/laboratory data: updated. F10 patient codes updates. H10 device evaluated by MFR: a review of the cine from the index procedure identified no malfunctions with the lotus edge device which could potentially have contributed to the complaint incident.

Event description:
Respond edge study. It was reported that an air embolus and total atrioventricular (av) block occurred procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer sheath was placed and then 27 mm lotus edge valve was implanted successfully. The 27 mm lotus edge valve was correctly positioned and neither repositioning nor retrieval was required. Post procedure summary: on the same day of index procedure, post transcatheter aortic valve replacement (tavr), the subject developed a neurologic event caused by air embolus. This event was diagnosed by a computed tomography (CT) scan. No action was taken to treat the event. At the time of reporting the neurologic event was considered recovered. Three (3) days post index procedure, the subject developed total av block. Hospitalization was prolonged for further evaluation. Five (5) days post index procedure, a new permanent pacemaker was implanted successfully. At the time of reporting the av block was considered not recovered. It was further reported that the neurological event was treated medically.

Manufacturer narrative:
Patient identifier: (B)(6) .